Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular impedance increased from from 600 ohms to 1250 ohms approximately. The lead polarity was changed from bipolar to unipolar and impedance measured 360 ohms.